Event description:
It was reported that during open heart surgery, the right atrial (ra) lead was dislodged, which led to dropping in pacing impedance measurements. The physician opted to reposition the ra lead. At this time, the ra remains in service and no additional adverse patient effects were reported.